Event description:
It was reported that the patient experienced pain (on her back, near the stimulator) while turning on the device. After surgery, the patient had some stitching pain, and "liquor in the extension was noted." Impedances were "ok." The extension was replaced, stimulation was "ok" without any stitching pain, and the problem was resolved. No patient injury was reported, and no further intervention was required.

Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.